Manufacturer narrative:
Analysis confirmed the programmer stylus issue; the stylus was not aligned with the cursor and would not calibrate, caused by a damaged overlay. Analysis also noted the printer gears and the printer drawer gears were worn, the power cord bay assembly latches were broken, the media bay door latch was missing, and both the upper and lower cases were broken.

Event description:
It was reported that the programmer stylus is not calibrated and once calibrated the programmer becomes uncalibrated quickly. The programmer has been returned for service. There was no patient involvement.